Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents and enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented into the emergency room with a device that had post sensed t wave oversensing. The pt had received inappropriate therapy and the oversensing was noted on the stored electrocardiograms. Technical services discussed reprogramming the post sensed threshold start and post sensed decay delay. An induction test was recommended.